Manufacturer narrative:
D9 - date returned to mfg: 3/6/2025 received one (1) used. List #123390488 primary plum set. As received, the bag spike vent filter was observed to be wetted out with prior infusate. No additional damage or anomalies were observed. The set was leak tested per specifications. The leak could not be replicated. The complaint of a leak at the air inlet can be confirmed based on the condition of the filter upon receipt. The probable cause of the leak is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). The device is available to be returned for evaluation; however, it has not yet been received. The investigation is pending.

Event description:
The event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch where it was reported that an unknown chemo drug leaked from filter vent during infusion. There was no unprotected drug exposure and no healthcare provider harm. The spill was cleaned per facility protocol, but usage of spill kit was unknown. No other physical defect was reported. The tubing was replaced, and therapy resumed without any further issues. There was patient involvement but no patient harm.